Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were having trouble with the communicator and didn't know what they were doing. Patient stated they were on group c and they were supposed to be at 3.0 but it was at 0.4. Patient asked if it was expected that 2, 3, and 4 numbers also change at the same time. Patient was only at 1.3 but they were getting an uncomfortable feeling down their left leg and where they needed it was in their lower back. Agent reviewed how to change groups and patient was able to switch to different group and was feeling stimulation in their left back but not across to their right side. Pt changed settings and was able to get desired stimulation.